Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient had a low blood glucose (bg) of 1.7 mmol/l and blacked out, resulting in a car accident. Emergency medical services was reportedly contacted and the patient was treated with a glucagon injection. The patient reportedly discontinued insulin pump therapy. During troubleshooting, it was noted that the basal history did not match the active basal program. The reporter noted that the patient had a cold, and that the doctors at the hospital indicated the low bg may have been caused by the cold. The reporter also noted that the patient has a history of issues with low bgs. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with a basal delivery discrepancy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: a review of the pump black box showed that the basal history appeared not to match the active basal program on (B)(6) 2017 due to a manual suspend on at 15:59 and manual resume at 16:13; a manual suspend at 16:47 and manual resume on (B)(6) 2017 at 15:58. A 0.00u basal rate was set on (B)(6) 2017 from 00:46 to 07:40. During investigation the pump was exercised for 2 hours with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (ttd) showed 48.0u. The tdd calculated correctly and reflected the user¿s programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No warnings, alarms or delivery interruptions occurred during the testing. The original complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).